Event description:
It was reported that there was no output after the pulse generator was placed in the pocket and the pocket sutured. The loss of output condition was not reproduced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.